Event description:
Related manufacturer reference number: 2017865-2022-39578. It was reported that the patient presented for a device implant procedure. Upon positioning the leadless pacemaker with the delivery catheter, the patient's blood pressure dropped. An echocardiogram was performed as the pacemaker was fixed and it revealed pericardial effusion due to cardiac perforation of the anterior basal portion of the right ventricle. A pericardiocentesis was performed successfully and the pacemaker was implanted without further issue. The patient was discharged home the next day.

Manufacturer narrative:
The report event of deflect difficulty was not confirmed. As received, a complete catheter was returned. Visual and x-ray examination of the catheter did not find any anomalies. Deflection test was performed, and the catheter formed a curve in the correct direction when activating the deflection lever. Any damage found was sustained during the surgical procedure.

Manufacturer narrative:
The report events were deflecting difficulty and perforation. The reported event of deflecting difficulty was not confirmed. As received, a complete catheter was returned. Visual and x-ray examination of the catheter did not find any anomalies. Deflection test was performed, and the catheter could form appropriately.

Manufacturer narrative:
The report events were deflecting difficulty and perforation. The reported event of deflect difficulty was not confirmed. As received, a complete catheter was returned. Visual and x-ray examination of the catheter did not find any anomalies. Deflection test was performed, and the catheter could form a curve when compressing the lever. Some deflection off plane was observed which is not unusual for a tool after use. Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.